Event description:
Same case as MFR#: 2134265-2011-02955. It was reported that post a stenting treatment procedure, in-stent restenosis occurred. Vascular access was obtained via the left femoral and angiography was performed which revealed critical distal aortic stenosis and occlusion of the right common iliac artery (cia). It was not possible to cross the occlusion in the right cia using a retrograde approach, therefore, antegrade mixed subintimal/luminal access was achieved from the common iliac origin on the right to the distal cia. Bilateral femoral aortic guide wire placement was achieved and a 10 x 68mm x 100cm wallstent was placed to cover the aortic stenosis down into the mid common iliac arteries bilaterally. A 10 x 42mm x 100cm wallstent was placed overlapping the previous stent into the right cia. Another 10 x 68mm x 100cm wallstent was placed in the left cia. Post-dilation was performed with 10mm, 8mm, and 7mm balloons resulting in an "excellent post procedure result". 511 days post index procedure, the patient presented with in-stent restenosis in the right cia. The stent in the left cia was patent with satisfactory runoff. The right cia was pre-dilated with a 5mm and 10mm balloon and an 8x60mm stent was implanted for treatment. Additional aspiration thrombectomy and post-dilation with a 10mm balloon was performed. Distal appearance was "excellent" and pulse was returned to the right femoral. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).